Event description:
During non-clinical testing, mr. (B)(6) (chief perfusionist) reported that the roller pump had more vibration than other roller pump, especially the pump speed was 0.191 - 0.280 l/minute (3/4 inch tube). (B)(6) visited the hospital on (B)(6) 2011 and provided a backup unit on (B)(6) 2011. There was no pt involvement.

Manufacturer narrative:
Evaluation in progress, but not yet concluded. A supplemental report will be submitted, should information be received that would impact this initial report.